Event description:
Consumer stated he/she bought a toothbrush from (B)(6) (soft-blue) and after using it for only a few days the bristles started falling out. No consumer contact info provided or returned product.